Event description:
It was reported that a sheath leak and air in the sheath were observed. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After the transseptal dilator was removed, the physician attempted to aspirate the sheath, but noticed bubbles were being pulled in the flush line and aspiration syringe. The sheath appeared to be leaking out of the hemostatic valve. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection revealed that no outer abnormalities were noted. The faradrive steerable sheath was attempted to be leak tested by purging air out of the faradrive sheath by injecting deionized water into the flush lumen port. This was unsuccessful as water leaked from the handle cap. Thus, leak testing could not be performed as the sheath could not seal fluid within the flush lumen line. Removal of the handle cap to identify the source of the leak revealed a tear in the flush lumen close to the valve underneath the handle cap, indicating a potential leak path. The tear was observed to leak as deionized water was injected through the flush lumen port, confirming this area to be the source of the leak.

Event description:
It was reported that a sheath leak and air in the sheath were observed. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After the transseptal dilator was removed, the physician attempted to aspirate the sheath, but noticed bubbles were being pulled in the flush line and aspiration syringe. The sheath appeared to be leaking out of the hemostatic valve. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.